Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that se w/cv & 2 vlv ports 20 drp tubing was damaged, leaked, and had air in the line. The following information was provided by the initial reporter: (B)(6) 2021 vhims #158229. Pt was receiving IV lipids, small crack noticed in line lipids leaking out of line and small amounts of air entering line. Line changed and dr informed. Medical staff considering prophylactic ivabs.

Event description:
It was reported that se w/cv & 2 vlv ports 20 drp tubing was damaged, leaked, and had air in the line. The following information was provided by the initial reporter: (B)(6) 2021 vhims #158229. O ¿pt was receiving IV lipids, small crack noticed in line lipids leaking out of line and small amounts of air entering line. Line changed and dr informed. Medical staff considering prophylactic ivabs.¿

Manufacturer narrative:
H.6. Investigation: fourteen 72023e samples were received for investigation; ten of the samples were received in sealed packaging from lot 18056238, one was received with residual fluid throughout the line in opened packaging from lot 18056238, and three samples were received without packaging with residual fluid in the line. Additionally a pall extension set and a pall filter set were received connected to two samples to assist the investigation. A visual inspection of the samples received with residual fluid identified cracks at various locations on the front of the accuslide components; leakage was confirmed from the the damaged components during flushing. The samples received in sealed packaging were then subjected to pressure testing in order to observe if any further samples had cracks in the accuslide; leakage was observed from two of the samples due to cracks at the accuslide component. No damage or leakage was identified from the remaining eight sample received in sealed packaging. The details of this feedback were forwarded to the manufacturing site for investigation. The manufacturing site confirmed that the accuslide component is subjected to a 100% leakage testing protocol prior to being assembled into the infusion set; therefore the affected components would have been identified prior to the packaging process. In this instance the damaged components are likely to have occurred due to being subjected to an external force, the root cause of which could not be determined during the investigation. A review of the production records for lot 18056238 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h.10.